Event description:
A (B)(6) girl with recurrent right should dislocation undergoes orthopedic procedure to correct problem. At this time, the MRI of the right shoulder joint is normal. The orthopedic procedure includes capsular plication and implantation of smith and nephew's osteo bioraptor anchors were used to reapproximate the capsule to the labrum. Persistent pain and joint crepitus treated with physical therapy over 2 year post operative period. Following recurrent dislocation, MRI shows severe progressive arthritis of the right shoulder joint including extensive cartilage loss, osteochondral defects and subchondral cysts. Arthroscopy shows lose foreign body in joint to be cause. The foreign body is smith and nephew's bioraptor anchor device. These devices have no radio-opaque or MRI-contrast markers. Until arthroscopy, the cause of the degenerative joint disease in a (B)(6)was unclear to the orthopedists. Failure to incorporate imaging markers is a serious design flaw and displacement of the anchor into the joint space resulted in significant joint damage in a child. Intrasynovial. Dates of use: (B)(6) 2011 - (B)(6) 2013. Diagnosis or reason for use: shoulder instability.